Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Upon interrogation, the ICD displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected. No adverse patient effects have been reported.